Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited unstable thresholds and it was determined via echocardiogram that the lead was found to be pinning the tricuspid valve. The rv-his bundle lead was explanted and replaced. No patient complications have been reported as a result of this event.